Event description:
Subsequent to the initially filed report, additional information was provided that this is a duplicate of (B)(4), and was previously filed under medwatch number 2024168-2019-14509-00. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. As it was confirmed that this was a duplicate event, no investigation is required. This was previously filed under medwatch number 2024168-2019-14509-00. H6: patient code 1964 was removed and replaced with code 2199 device code 2507 was removed and replaced with code 3189.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two xtr clips delivery systems (cds) (90828u172, 90828u285) were implanted, reducing mr to a grade of 1. On (B)(6) 2019, echocardiogram was performed and showed mr had increased to a grade of 3-4. It was suspected that a single leaflet device attachment (slda) had occurred. On (B)(6) 2019, transesophageal echocardiogram (tee) was performed and confirmed the slda. Tee showed the more lateral of the two clips (90828u172) had detached from one of the leaflets and remained attached to the other leaflet. On (B)(6) 2019, a second procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.